Event description:
It was reported that patient complained of knee pain in posterior lateral compartment initially., then complained of pain moving anterior medical compartment. A small piece of the poly was found in the anterior medial compartment during revision. Surgeon replaced insert along with femoral component due to possible loosening.

Manufacturer narrative:
An event regarding femoral loosening involving an unknown femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review not performed as no lot code information was provided. Complaint history review not performed as no lot code information was provided. The exact cause of the reported femoral loosening could not be determined with the limited information provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient complained of knee pain in posterior lateral compartment initially., then complained of pain moving anterior medical compartment. A small piece of the poly was found in the anterior medial compartment during revision. Surgeon replaced insert along with femoral component due to possible loosening.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.